Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed february 2, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6), 2015. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2016.